Manufacturer narrative:
The pod arrived not deployed, with the slide insert and soft cannula not visible through the top and bottom housing windows respectively. Timeouts and drive stalls were observed in conjunction with an alarm, indicating open count too low at the end of first prime. No damages or deficiencies were observed. The pod was reset and delivered a 15u bolus without incident. The high pulse width w/ drive stall prevented the needle mechanism from deploying as intended.

Event description:
It was reported that the cannula deployed late when the pod was activated; this indicates a needle mechanism failure. The pod was not worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.